Event description:
The pt's device reportedly migrated, causing pain. Repositioning of the device was attempted, however, it was unsuccessful due to bone and tissue growth around the device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.